Event description:
The patient contacted animas on (B)(6) 2012 and stated the up, down, and ok keypad buttons required multiple presses to elicit a response. The patient denied damage to the keypad and noted moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was visible corrosion in the battery compartment. A leak test revealed moisture leakage into the battery compartment through the crack in the battery compartment. The pump was opened for investigation and did not reveal evidence of moisture in the pump¿s interior compartment. The keypad was intact without damage. On testing, the up and down arrow buttons had intermittent response and required excessive force to evoke a response. The remaining buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.